Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition and noise reversion. No changes or intervention were reported. There were no patient consequences.